Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn : m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7086746/7086986.

Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of sweeping and purulent discharge were noted. The patient underwent a system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of sweeping and purulent discharge were noted. The patient underwent a system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility. Additional information was received that the physician suspected the cause of infection was patient touching the device too much postoperatively. The patient went to the emergency room (ER) was given antibiotics.